Event description:
It was reported that an expired locking compression plate (lcp) dia-mata volar distal radial plate was implanted in a patient on (B)(6) 2015. It was reported that it was brought to the surgeon¿s attention that the implants that were there at the facility were expired but the surgeon made the decision to use the expired plate anyway. The screws that were used were the property of the facility. There is no allegation of defect against the reported plate aside from it being implanted despite its sterility date having expired. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: patient information was not provided by reporter. (B)(4) - used for expired product. A device history record review was performed for the subject device lot. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.